Manufacturer narrative:
The product was returned and verified as a recalled lot of the maxcem elite product. The device problem is already known; therefore, no evaluation will be performed.

Event description:
A doctor's office alleged that the maxcem elite clear had set up too quickly during procedures on two (2) patients. This is the first of two (2) reports.

Manufacturer narrative:
The patient had experienced a crown which had not been fully seated; therefore, the doctor cut the crown off. The doctor reported that the patient had contacted him after the removal of the crown regarding sensitivity. The patient returned to the office and the doctor placed a new crown using a temporary material. The doctor confirmed that the sensitivity has subsided, and they will permanently cement the crown during the patients next office visit. To date, the patient is doing fine. Further information has been requested and an update will be provided if any new information becomes available with regard to this patient. The product involved in the alleged incident was not returned. Lot number 4702597 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.